Manufacturer narrative:
Of note, fresenius medical care renal therapy group, llc (fmcrtg) has assumed responsibility for reporting on us distributed medos medizintechnik (B)(4) (medos) products as per us FDA requirements. This arrangement is reflected in a quality agreement between fmcrtg and medos, which was made effective on 05/15/2020. The product being reported was cleared to be marketed in the us market as of 01/09/2014. The reported event was previously captured within medos complaint handling system.

Event description:
It was reported the oxygenator was changed out due to low po2 and spo2 levels and age of the circuit. The extracorporeal membrane oxygenation (ECMO) circuit was changed by the bedside ECMO coordinator, the charge ECMO coordinator, and the two perfusionist with intensivist, pa, and bedside nurse, at bedside. The patient was off ECMO for less than 45 seconds. Spo2 levels persisted at around 54%. The cardiothoracic surgeon inspected the circuit and noted the lack of color change from the venous side to the arterial side of the oxygenator. Post lung arterial blood gasses (abg¿s) were drawn and the pao2 was found to be 67 torr, another abg was sent and the value was 65 torr. At this time, it was decided to change the new ECMO circuit out to a new circuit with the previously used maquet quadrox oxygenator. The operating room (or) prepped the patient and the circuit was changed out. After the circuit change out, the patient¿s spo2 rose to 90% with a post lung abg of higher than 350 torr. The product was not returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: clinical investigation: a temporal relationship exists between the inadequacy of oxygenation using the medos hilite 7000t oxygenator and the impaired oxygenation of this critically ill patient, evidenced by low spo2 and post-oxygenator abg pao2 blood saturations. It is well-established that critically ill patients undergoing ECMO are at high risk for multitude of adverse events, including transient thrombosis, blood loss and poor response to oxygenation, particularly when the ECMO circuit is broken. The cause of the inadequacy of oxygenation cannot be determined at this time. Patient response to ECMO is largely dependent on a number of factors, including the patient¿s underlying injury or illness, laboratory results including adequacy of anticoagulation and appearance of the cannulas during a circuit change, all which has not been provided. Based on the limited information, there is no specific allegation or objective evidence indicating a medos device(s) or product(s) deficiency or malfunction, caused or contributed to the patient¿s serious adverse events.